Event description:
Healthcare professional reported, [this month] "had heartburn, reflux and night time regurgitation - defilled to 0cc - still not able to tolerate fluids." The bad was repositioned and remains implanted. Follow-up findings: "small pouch was obstructed," observed the physician.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device was repositioned and remains implanted. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. It was repositioned during the procedure and allergan has not received the product at this time. Therefore no analysis or testing has been done. Obstruction, pouch dilation, reflux, intolerance and heartburn are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.